Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the customer provided photo was evaluated by a process engineering manager. The reported scratch in the photo provided looked like a chipped edge a nick out of the lens edge. Certain degree of cosmetic conditions as the one reported is acceptable as part of our process, however, inspection conditions such as illumination and magnification are critical when evaluating the acceptability of cosmetic conditions on our lenses. Unfortunately, we cannot determine if the observed condition meets the specifications or not, because we only have a photo and not the intraocular lens (iol) to take measures under a microscope using a reticle as established by the procedure. The complaint issue of cosmetic issues was identified during product evaluation; however, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: does not apply - lens remains implanted. Telephone number: (B)(6). Other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the optic seemed scratched at the edge during irrigation/ aspiration (ia) after the implantation of the intraocular lens (iol). The iol remains implanted because the scratch was not large and there was no patient injury. No further information was provided.